Event description:
It was reported that contact from operating room stated after insertion of foley catheter, the patient resisted strongly and difficulty in filling water. After removing that from the patient, it was checked again but water could not be injected. Water could be injected during the pretest, but not all of the water could be removed.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.